Manufacturer narrative:
(B)(4). The customer returned a sheath from the sheath/dilator subassembly for evaluation. The sheath showed evidence of use. Visual examination of the sheath revealed that the hemostasis valve within the sheath hub was damaged. The valve was torn laterally across the body and appeared to have folded over within the sheath valve hub. The sheath hub was peeled open to better examine the damage to the valve. The valve was removed and examined microscopically. Examination revealed that the valve had fully torn across the center of the diameter, however, the tear was not fully through the entire depth of the valve. The customer stated that the valve lacked a perforation, but it could not be determined if a perforation was present/sufficient due to the damage to the valve. Functional testing was performed and the sheath valve housing was split and peeled away as described in the instructions for use (IFU) for this product. The sheath split and peeled as expected. A device history record (DHR) review was performed for the sheath and no relevant findings were identified. Other remarks: the report that the hemostasis valve of the sheath was damaged in use was confirmed through visual inspection of the returned complaint sample. Examination revealed that the hemostasis valve was torn laterally across the body and appeared to have folded over within the sheath valve hub. It is believed the valve became dislodged and that the sheath hub did not capture the valve adequately. Therefore, the defect would likely be supplier related as the sheath/dilator is a purchased component. A nonconformance request was initiated to further investigate this issue.

Event description:
The customer reports the flange on the sheath was faulty. It appeared to be lacking a central perforation. Instead the side of the flange had become loose tilting the whole flange. Due to the flange malfunction it was not possible to maintain hemostasis with the sheath. The diameter is approx. 0.5cm and it was placed in the left internal jugular vein, hence there was high flow. It also obstructed passage of the catheter through the sheath. The patient lost approx. 100ml of blood and the procedure had to be abandoned. It resulted in admitting the patient overnight and for new attempt the next day."

Manufacturer narrative:
(B)(4). No specific code available for extended hospital stays (overnight).

Event description:
The customer reports the flange on the sheath was faulty. It appeared to be lacking a central perforation. Instead the side of the flange had become loose tilting the whole flange. Due to the flange malfunction it was not possible to maintain hemostasis with the sheath. The diameter is approx. 0.5cm and it was placed in the left internal jugular vein, hence there was high flow. It also obstructed passage of the catheter through the sheath. The patient lost approx. 100ml of blood and the procedure had to be abandoned. It resulted in admitting the patient overnight and for new attempt the next day."